Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for distal radius fractures using 2.4 mm variable angle (va) lcp volar rim distal radius plate and screws. During the surgery, the surgeon could not achieve the torque for a va locking screw at the second hole of the plate at the radial side. This va locking screw was inserted using a drill sleeve at 5-degree angle in order to grasp the volar lunate facet fragment. Although no damages was found on the thread part of this va locking screw, the surgeon replaced this va locking screw with another one, but torque was not achieved with this va locking screw. The surgeon decided to close the incision without inserting a va locking screw in this hole. The surgery was completed successfully with all screws other than this va locking screw inserted with a proper torque. Concomitant device reported: va-lcp drill sleeve 2.4 f/drill bit ø1.8 (part# 03.110.000; lot# unknown; quantity: unknown). This is report 2 of 3 for (B)(4).

Event description:
The screw hall of the plate may have been damaged by drill. There were no issues with bone fixation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: sterile - part part: 04.210.114s, lot: 6l51431, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 11. Dec. 2019, expiry date: 01. Dec. 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non-sterile - part part: 04.210.114, lot: 22p4535, manufacturing site: monument. Manufacturing location: monument, manufacturing date: 30-oct-2019, part number: 04.210.114, 2.4mm ti va locking screw stardrive 14mm, lot number: 22p4535 (non-sterile), lot quantity: 232. Four pieces were scrapped in cell, turn/thread head, flute, as set-up pieces. Production order traveler met all inspection acceptance criteria apart from the four pieces noted. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: pat number: 04.211.014.999, 2.8mm ti screw blank 14mm 02.7 variable angle w/sd8, lot number: 16l9070, lot quantity: 946. Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.